Event description:
A customer reported thin flaps in the right eye of a patient, lasik surgery, timing was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit, fse (field service engineer) performed system verification and concluded system meets specifications as per sir (service installation record). Not enough information was provided to perform an investigation. Root cause could be not be determined without further information. The manufacturer internal reference number is: (B)(4).